Event description:
It has been reported to philips that the main monitor was blue. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. The hardware for the host pc were re-seated, and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the blue screen error appeared on the main monitor. As a part of troubleshooting process, fse checked the host pc, and reseated the all the hardware¿s and recommended to replace the host pc if this problem occurs again. After reseating all hardware¿s, the system was returned to use in good working order. The codes were updated based on the investigation outcome.